Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 53.0cm was returned for analysis. The portion of the lead exhibited normal electrical characteristics. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the lead was explanted due to inappropriate shock therapy, fracture and ventricular oversensing. The patient was hospitalized in intensive care unit and the device was deactivated. No further information is available.